Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the pacing threshold was high and it was not possible to reposition it to obtain a better threshold value it the lead was replaced. Patient condition was good before and after the procedure.